Event description:
It was reported that the customer fell while wearing the pump and as a result the touch screen became cracked and unresponsive. The customer¿s blood glucose was 89 mg/dl. The customer reverted to manual injections for insulin therapy.